Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in the reservoir. The customer¿s blood glucose was 85 mg/dl at the time of the incident. The customer reported that size of air bubble was 0.1cm. Air bubbles occurred after 24 hours. Customer stored insulin by room temperature and was handling it correctly. No leaks detected during high pressure test. The reservoir will not be returned for analysis.